Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a broken cannula could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause at this time. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: "laparoscopic low anterior resection" event description: "a defect report was reported in the operating room of [user facility], and the logistics team informed that the product was damaged. Ctr73 damaged previously and lot number confirmed (1375517). The [user facility] logistics team requested the collection of all of the lot products, and the collection is currently being carried out through a subcontractor, and the shipment of the lot products has been stopped." Additional information received via email on 17feb2021 from applied medical team member: "cannula was broken during surgery." It is unknown when the damage was first noted. It is unknown if any material fell into the patient. Additional information received via email on 16mar20212021 from applied medical team member: "customer lost the product." Device no longer returning. "The patient is fine" the medical staff first discovered the damage by removing the product from the patient's body and inspecting it. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "laparoscopic low anterior resection". A defect report was reported in the operating room of [user facility], and the logistics team informed that the product was damaged. Ctr73 damaged previously and lot number confirmed (1375517). The [user facility] logistics team requested the collection of all of the lot products, and the collection is currently being carried out through a subcontractor, and the shipment of the lot products has been stopped. Additional information received via email on 17feb2021 from applied medical team member: "cannula was broken during surgery". It is unknown when the damage was first noted. It is unknown if any material fell into the patient. No patient injury.